Event description:
Meter name: surestep enhanced. Strip name: surestep test strips. Meter code: unknown. Strip code: unknown. Strip storage: stored correctly. Symptoms: no symptoms. The patient's family member reported that they were not able to get a result. The test strip allegedly had no reaction or color change. There was a result of 3mg/dl documented. The source of the result is unknown. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.